Manufacturer narrative:
Corrected data.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting on (B)(6) 2019 to the upper and lower abdomen, bilateral flanks/waistline, and bilateral outer thighs using cooladvantage, coolcurve+ applicator was diagnosed with paradoxical adipose hyperplasia on (B)(6) 2020.

Manufacturer narrative:
Additional information: b5. Corrected data: b3, g1.

Event description:
Abbvie received additional information that the patient presented with recurring paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received report of a patient treated with coolsculpting on (B)(6) 2019 to the upper and lower abdomen, bilateral flanks/waistline, and bilateral outer thighs using cooladvantage, coolcurve+ applicator was diagnosed with paradoxical adipose hyperplasia on (B)(6) 2020.